Event description:
Procedure: thoracoscopy. The cannula was inserted into chest cavity and a foreign body was then observed in the cavity. The piece (shaving) was retrieved and the procedure was completed w/o injury.